Event description:
Customer reportedly received results of 326 mg/dl and 129 mg/dl within 10 minutes on the compact system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported the patient had no stimulation sensation. The patient denied any recent falls or trauma but reported he "does a lot of bending." Additional information has been requested, but was not available on the date of this report.